Event description:
Boston scientific received information that the patient with this implantable lead presented to the emergency room with a heart rate of 27 beats per minute. The device was interrogated and displayed loss of ventricular capture. A temporary wire was placed to provide pacing support to the patient. The patient was reported to twiddle their device. The physician hypothesized that the lead had become dislodged due to twiddling. The lead and device were surgically abandoned and a new system was placed in the patient's abdomen. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.